Event description:
It was reported that during spinal recalibration tool broke. It was reported that the surgeon was able to retrieve the broken end from the patient's bone and there was a delay of ten minutes in procedure as  a result of the event. The procedure was completed with the backup products.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. If the device is returned in the future, product analysis may be performed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation determined that tool fractured at the tapered portion of the stem, just below the tool head. The likely cause of failure the marring indicates the tool stem contacted a static metal object while spinning. The tool head coated in debris indicates that inadequate irrigation was used. The bent stem indicates that excess pressure was applied during cutting. It was also noted the head is darkened and appears to be coated in bio-debris. The portion of the stem just below the fracture is darkened and appears to be marred. The stem appears to be bent just below the fracture face. Circular markings can be seen further down the stem, indicating the tool was used in an attachment with failed bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.